Event description:
It was reported the patient received the following results within 15 minutes: 281 mg/dl and 136 mg/dl. The patient injected an unknown insulin bolus of 2.3 to 2.8 units based on the 281 mg/dl result. The patient began to experience low blood glucose symptoms of dizziness within 10 minutes of giving herself the insulin bolus. She was able to self-treat her symptoms with glucose tablets and orange juice. The patient felt better within 20 minutes.